Manufacturer narrative:
The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with operating currents within specification. The insulin pump passed self test, unexpected error test, rewind, basic occlusion test and displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received with minor scratches on lcd window.

Event description:
The customer's father reported via phone call that they were unable to remove the battery cap. The customer's blood glucose was 334 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with manual injection. The customer's father was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.